Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the examination of the returned product.

Event description:
The iab was inserted into the pt on 2/11/98. On 2/13/98 after iabp for about 48 hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. The following ws reported to datascope on 3/30/98: the rn noticed an iab leak alarm and blood was noticed in the extension tubing. There was no pt injury or complication as a result of the event. [Event complications]: none from the event-reported 2/13/98 and 3/30/98. [Pt's current status]: stable-rpt'd 3/30/98.